Event description:
It was reported to nova biomedical that a consumer received a result of 572 mg/dl on their blood glucose meter. The consumer administered 20 units of insulin and subsequently experienced a hypoglycemic event which did not require medical intervention. During the call, it was revealed that the consumer improperly stores their test strips. It was also revealed that the consumer does not control solution test before use their initial test strips as instructed in our directions for use. The consumer education took place at the time of call. The test strips and meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.